Event description:
It was reported that channel one of the infusion pump was involved in an overinfusion of a kcl solution. The pump was programmed to infuse a 100 ml solution of kcl at 17 ml/hr, however the amount infused in only 30 minutes. The pump was removed from the patient after the occurrence. No medical or surgical intervention was required. It was reported that the patient expired the next day, however this was not related to the occurrence.